Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level 633 mg/dl. Customer experienced symptoms such as nausea, dizziness and might be indicative of the possible onset of diabetic ketoacidosis. The customer was treated by emergency services and intensive care unit plus hospitalization as well as subcutaneous insulin. The significant event which led to hospitalization was that the pump was missing. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will be returned for analysis.